Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 309597, batch no. 8329535. It was reported that during use of the syringe 1ml s/t w/ndl 26x5/8 rb the patient was unable to pull back the plunger of the syringe to draw up the medication. The following information was provided by the initial reporter: a report was received (B)(6) 2019 via ds. Patient advised #2 of the dosing syringes used to inject the medication she received in her last order were defective. The patient was unable to pull back the plunger of the syringe to draw up the medication. The patient was unable to pull back the plunger of the syringe to draw up the medication. The patient did not miss any doses of medication due to this issue. No additional information provided."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no. 309597 batch no. 8329535 it was reported that during use of the syringe 1ml s/t w/ndl 26x5/8 rb the patient was unable to pull back the plunger of the syringe to draw up the medication. The following information was provided by the initial reporter: a report was received 08may2019 via ds. Patient advised #2 of the dosing syringes used to inject the medication she received in her last order were defective. The patient was unable to pull back the plunger of the syringe to draw up the medication. The patient was unable to pull back the plunger of the syringe to draw up the medication. The patient did not miss any doses of medication due to this issue. No additional information provided ".